Event description:
The pt had a 'rip' where the lead wires were located. There was no known incident or accident associated with the rip. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).